Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that upon opening the box, the customer saw the tip of a green glove and blue fuzz inside the product. It was further reported that the sterile packaging had not been breached and the facility does not use green gloves.